Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. No reagent-specific issue was identified, and the reagent met all defined specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Internal testing of seven samples at the cir laboratory yielded non-reactive results in both the first and second measurements, and no confirmatory testing was deemed necessary. The positive result reported by the customer for sample 2 could not be reproduced during the investigation. Additionally, the presence of negative coi values was determined to be within the defined specifications for the cobas e 801 module. The analyzer and assay remained in operation at the customer site, and no further issues were reported.

Event description:
The initial reporter alleged discrepant results with the elecsys hbsag ii assay on the cobas e 801 module for two patient samples. For sample 1, testing on (B)(6) 2020 yielded a result of -0.0942 (negative). Subsequent testing on (B)(6) 2020 produced results of -0.0987 (negative), -0.0809 (negative), -0.0598 (negative), -0.0546 (negative), 0.0998 (negative), and -0.114 (negative) across various tubes and matrices, including plasma and serum. For sample 2, testing on (B)(6) 2020 yielded a result of -0.00032 (negative) in serum. On (B)(6) 2020, testing of the same sample in plasma produced a result of 0.275 (positive). The results were not confirmed with an hbsag confirmatory test. No additional confirmatory testing was performed, and the positive result for sample 2 could not be reproduced. The results were not reported to the patients.